Event description:
Additional information received indicated that the patient's leads were explanted and replaced on (B)(6) 2021. Effective therapy was established post-operative.

Manufacturer narrative:
The report event of high impedances was confirmed. Microscopic inspection of the returned lead identified broken wires at the stimulation end, and this would have caused the high impedance observed in the field. This fracture is consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Related manufacturing number: 1627487-2021-01202. It was reported that the patient¿s system began auto reducing due to high impedance on the leads. As result, the patient by undergo surgical intervention on a later date.